Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 575 mg/dl and 120 mg/dl. The customer reported that the insulin pump had blank display which was resolved after troubleshooting. The customer reported that the insulin pump received multiple pump error alarms which were cleared after troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer performed self test and it passed. The insulin pump will not be returned for analysis.